Manufacturer narrative:
Concomitant medical product: lnq11 icm, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced right atrial (ra) lead perforation, tamponade and pericardial effusion. Surgical intervention was required. It was also reported that the ra lead exhibited high thresholds. Reprogramming occurred and the lead remains in use. No further patient complications have been reported as a result of this event.